Event description:
It was reported that bmc transseptal sheath was selected for use. During the preparation it was mentioned that the stopcock broke when the device was dropped on the table. No leak was noted nor any damage was noted when removed from the package. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, the reported allegations are confirmed based on the media provided within the event description and details. Based on the information provided within the event description and the media attached, the cause traced to device design cause code was selected specifically for the design of the primary packaging.